Event description:
The customer contact reported the pt received more medication than intended. On an unspecified date and time, the device was programmed for pain mgmt, in the continuous+bolus mode, to delivery morphine 1 mg/ml, with a 1ml/hr continuous rate, a 1 mg bolus, a 15 minute pt lockout, a 4 bolus/hr limit, a 100ml container size and the delivery was started. On (B) (6) 2009 at an unspecified time, the nurse noted while measuring the amount remaining in the container, there had been an "overinfusion of 33.9 ml over 14 hours. The device was removed from clinical service. The customer contact stated there was no reported adverse pt effects. No medical interventions were provided. Though requested, no additional info including if the therapy was resumed using a replacement device was provided.

Manufacturer narrative:
At this time, the customer will not be returning the device for eval. The device passed testing at the user facility and was returned to clinical service. (B) (4). (B) (4).